Manufacturer narrative:
(B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. The implants currently remain implanted, therefore no device evaluation can be performed. No x-rays, scans, pictures, or physician's reports have been provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report three of four for the same event; reference reports 0001032347-2017-00589, 0001032347-2017-00590, and 0001032347-2017-00592.

Event description:
The patient stated he has pain while chewing on the right side, the implant is pressing on his right ear drum making hearing difficult. During his last follow up appointment x-rays were taken and the surgeon indicated custom implants would be a better a option for the patient. The patient stated he does not want to have a revision surgery since the first surgery was so painful. He has a follow up visit scheduled for (B)(6) 2017 where the determination will be made if a revision will be performed.

Manufacturer narrative:
This is supplemental report three of four for the same event. Supplemental reports one through four are reported on MFR #0001032347-2017-00589-1 through 0001032347-2017-00592-1.

Event description:
The patient provided the following update: he cancelled his follow-up appointment that was to determine if a revision surgery would be performed and has not rescheduled it. He has not been prescribed any medication and he has not scheduled a revision surgery.